Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR:2134265-2017-12791. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under local anesthesia instead of general anesthesia when the procedure was performed. A 21 mm watchman ® laa closure device & delivery system (wds) was inserted through a watchman® access system (was). During the procedure, the physician felt the patient move slightly, which may have caused to closure device to become more deeply seated in the laa which lead to a perforation. The closure device was immediately recaptured. Subsequently the patient developed a pericardial effusion with cardiac tamponade. Their symptoms were observed for a moment and then the physician decided that the patient should have open cardiac surgery, where the laa was surgically closed. The patient was stable without any complications after the surgery.

Manufacturer narrative:
Examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was) along with a watchman delivery system (wds). The device was bloody with the dilator inside of the access sheath. The hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed tip damage (slight delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
A left atrial appendage (laa) closure procedure was being performed. The patient was placed under local anesthesia instead of general anesthesia when the procedure was performed. A 21 mm watchman laa closure device and delivery system (wds) was inserted through a watchman access system (was). During the procedure, the physician felt the patient move slightly, which may have caused to closure device to become more deeply seated in the laa which lead to a perforation. The closure device was immediately recaptured. Subsequently the patient developed a pericardial effusion with cardiac tamponade. Their symptoms were observed for a moment and then the physician decided that the patient should have open cardiac surgery, where the laa was surgically closed. The patient was stable without any complications after the surgery.